Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of myocardial infarction, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2016, a 3.0x33mm xience alpine stent was successfully implanted in the 85% stenosed proximal left circumflex artery. Post-procedure enzymes were elevated more than 5 times the normal upper limit and a myocardial infarction was diagnosed. The hospitalization was prolonged. No treatment was given and the condition was considered resolved the next day. No additional information was provided.